Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. Unable to verify the blank display due to the display anomaly. The pump also had minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device fell off and a forklift ran over it. Customer reported the device had a blank display. Customer's blood glucose was 220 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.